Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542292m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis. During the procedure, mapping of the left atrium (la) was conducted. When mapping or pacing procedures were performed, the patient's blood pressure decreased. The procedure was interrupted and as confirmed by surface echo, a pericardial effusion was observed. Drainage was performed. Blood pressure also returned immediately after drainage. The patient was followed up on in the catheter room and was discharged from the room since hemodynamics was stable. The patient was discharged to the ICU and was reported to have improved. There was no product defect. The event occurred about 3.5 hours after the catheter was inserted into the heart. The physician¿s opinion regarding the cause of this adverse event is that this is not device related. Prior to noting the CT, it is unknown if ablation was performed. There was no evidence of a steam pop. The event occurred during the mapping phase. There is no further information about the hospitalization and if any additional intervention was performed.